Event description:
Customer reported that he was admitted to ICU and diagnosed with diabetic ketoacidosis. Pt's bg, carbohydrate intake, and insulin bolus history leading up to the event is as follows: time: (B)(6) 2014 - 5:20 pm pod activated. Time: 9:10 pm. Bolus (units): 3.3. Cho (grams): 50+. Time: 11:58 pm. Bg (mg/dl): 495. Bolus (units): 15.2. Time: (B)(6) 2014 - 8:13 am. Bolus (units): 8.0. Time: 9:59 am. Bg (mg/dl): 326. Time: 10:48 am. Bg (mg/dl): 306. Pt had symptoms of vomiting, anxious, dehydration, headaches, and feeling ill. Pt's mother drove pt to hospital around 11:00 am. Pt was treated with 10 bags of fluid, insulin drip, and a small round of antibiotics (due to bronchitis). The pod was deactivated and discarded at the hospital at 2:45 pm. Pt was released mid-day on (B)(6) 2014.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to determine any malfunction or other product condition could have contributed to the pt's dka and hospitalization. Qualification records could not be reviewed lot number not being reported.